Event description:
On 22-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 700 mg/dl following a meal. The user was transported to the hospital by a caregiver, where the user was hospitalized, treated with exogenous insulin and other supportive therapies, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported inpatient admission and treatment with intravenous insulin following markedly elevated blood glucose levels. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Review of available information suggests the event was most consistent with use-related factors and interruption of effective insulin therapy, including maladaptive responses to hypoglycemia, delayed resumption of insulin delivery, possible infusion set degradation, depletion of the insulin cartridge without timely replacement, and lack of transition to backup insulin therapy during prolonged interruption. Cgm signal loss later in the course may have further limited system guidance. Based on available information, the event was attributed to non-device-related therapy management factors rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.